Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The displacement test was unable to be performed due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that that the buttons are hard to press. Customer's blood glucose reading was 150 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they delivered a bolus and then they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.